Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that [dated on (B)(6) 2017] initial surgery: posterior capsule release, no complicated , discharged on (B)(6) 2017 with outpatient rehab; [dated on (B)(6) 2017] 6 month follow-up: improvement in rom 110 degrees, and decrease in flexion contracture, moderate pain, no significant findings with imaging; [dated on (B)(6) 2018] consultation: anterior knee pain, audible cracking sound when mobilizing, start to taper off medications, continue rehab; [dated on (B)(6) jul 2019] 2 year follow-up: decrease in weight, moderate pain with exam, no abnormal patella tracking, no significant findings on images, rom 130 degrees; [dated on (B)(6) 2020] 3 year follow-up: weight up, severe patellar region and lateral joint line pain, stiffness, abnormal patellar tracking, decline in rom 100 degrees, difficulties with adls, no significant radiology findings; [dated on (B)(6) 2021] 4 year follow-up: moderate pain patellar region and severe lateral joint line pain, daily narcotic medications, stiffness, abnormal patella tracking, rom 100 degrees, pain 8/10, no significant findings with imaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products: femur trabecular metal posterior stabilized (ps) narrow porous, catalog #: 42500206802, lot #: 63434674. Persona stemmed 5-degree tibia, catalog #: 42532007502, lot #: 63563513. Persona all poly patella, catalog #: 42540000032, lot #: 63518729. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2021-01234, 0001822565-2021-01236, 0002648920-2021-00106.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing pain, range of motion, at the three year clinical visit abnormal patellar tracking is noted, along with abnormal patella height, with crepitus/clunk/restricted mobility.